Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Under the freedom of information act.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 447 mg/dl. The customer's current blood glucose was 108 mg/dl. Patient's blood glucose at time of incident was 290 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer also stated that no delivery alarms was occurred during bolus delivery. The customer was not wearing the insulin pump less than 48hours during the hospitalization. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.